Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited low pacing impedance and unable to be redocked with the delivery catheter. Upon unfixating the ralp, the patient went into hypotension with cardiac perforation, cardiac tamponade, and bleeding. The delivery catheter was found to be non-functioning. Pericardiocentesis was performed but was unable to stop the bleeding. The patient was then transferred to operation room for another surgery. The ralp was not implanted on (B)(6) 2025, and instead, was implanted on the following day, (B)(6) 2024. Patient condition was recovering.